Event description:
A complaint received by proxy biomedical on the (B)(6) 2012 via the polyform distributor (B)(4) states that the pt injury has occurred. The report was made by the pt's rep (B)(6). The pt is identified as (B)(6) - their age, weight and height at the time of the event is unk. The pt's pre-existing medical conditions included pelvic organ prolapse and stress urinary incontinence. The polyform product involved is a 10cm x 15cm or 15cm x 20cm size - the lot number is unk. The date of implantation is unk. The hospital where the implant procedure occurred is unk. It is unk if the intervention surgery to explant the polyform mesh took place.

Manufacturer narrative:
Eval: device was not returned for eval. The device is a synthetic device made from polypropylene. Injuries such as pain and incontinence is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).